Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered boluses while sleeping. Reportedly, the customer had dreams the he needed insulin and delivered boluses via the pump. Customer's blood glucose level went low (value not provided) and emergency medical technicians were called to the home. Pump history was reviewed and confirmed delivery of boluses. Contact reported that the customer was "ok" at the time of the report and there was no current concern regarding blood glucose level.